Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to blurry vision. The pre-operative visual acuity was 20/30 and post-implantation with the original lens, it was 20/50 uncorrected and best corrected visual acuity was 20/29 (initially indicated as -1.0 20/20). Another lens of same model and diopter was used as the replacement. Post-explant, the visual acuity was 20/25 and the patient was doing well. The incision was enlarged to remove the iol from the eye but no vitrectomy required and no sutures were done. There was no delay in procedure reported. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: section b5: additional information received clarified that the best corrected visual acuity post-implantation with the original lens was -1.0 20/20 (as indicated initially) and not 20/29. In review, it was also noted that fields of "d2" of the initial MDR report were inadvertently populated with incorrect information therefore, the corrections have been included in this supplemental MDR report and the following fields were updated accordingly: section d2: common device name: lens, multifocal intraocular. Section d2: device product code: mfk. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut, but not cut in half. The lens was cleaned and, no issues that could contribute to or cause blurry vision. Based on the return condition of the lens, no further inspection can be performed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.